Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 437 mg/dl, 208 mg/dl, 224 mg/dl, and 209 mg/dl. No adverse event reported. No actions taken based on device results. Requested return of suspect device and strips, and replacement was sent.